Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (unsure of value on (B)(6) 2019, bg of 42 on (B)(6) 2019). Reportedly, the customer was unable to use the basal software feature due to awaiting replacement transmitter and sensor. Juice and food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.